Event description:
Related manufacturer reference number: 2017865-2023-51988. It was reported that the patient presented to the emergency department after receiving multiple inappropriate shocks. The patient received a shock for atrial fibrillation (af) with ventricular tachycardia (vt) and rapid ventricular response (rvr). Immediately after, the patient received another shock due to right ventricular (rv) lead noise. The device was deactivated due to possible occlusion of the right subclavian vein. The device and rv lead were later explanted and replaced. There were no adverse health consequences, the patient was stable.